Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient fell on his chest during a seizure and hit his vns. The device reportedly began to cause painful stimulation. The patient taped the magnet over his chest to inhibit stimulation which did not consistently work. The device was later disabled which provided relief. Xrays reportedly showed no clear lead fracture and system diagnostics were within normal limits. The patient has been referred for a battery replacement and potential full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that patient does not want replacement, but rather explant. Patient has been seizure free for months and doing well on meds. No known surgical intervention has occurred to date no other relevant information has been received to date.